Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/24/2019. Device evaluation summary: according to the information received a rupture of the breast implant took place. During analysis of the sample it was found to be damaged. No other anomalies were observed. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture concomitant products: 300cc mentor memorygel breast implant, catalog #3503004bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 200cc mentor memorygel breast implant experienced left implant rupture post procedure. The rupture was noted through asymmetry during the procedure being performed to correct it. As a result, bilateral prosthesis replacement with allergan natrelle inspira implants was performed on (B)(6) 2019.